Event description:
It was reported that once inserted, operator attempted to inflate the balloon and it failed resistance after 3mls. removed and another used. Testing demonstrated that an issue with inflation was discovered. Water flushed back down instead of inflating.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Addressed in CAPA: 11092653. VISUAL: Received 1 All silicone 2 way catheter with packaging. Verified material number: 175812, batch number: NGKU1990 and manufacturing lot number: NGKS0826.FUNCTIONAL: Catheter filled with 10mL methylene blue solution (3 drops 1 percent aq methylene blue per 100mL distilled water) using in house luer lock syringe. Upon inflation lumen to lumen leak present. This does not meet specifications which states, "Catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed, and must inflate and deflate with the use of a syringe." The root cause was identified as funnel wall thickness to thin due to molding core pin shape and Extruded tube diameter with variation causing leak in catheter funnel molding. The reported event is addressed in a Corrective and Prevention Action (CAPA: 11092653) document. DHR Review, Risk review, and labelling review are not required as event has already been investigated per CAPA: 11092653. Based on the results of the investigation, no additional actions can be taken at this time.Correction: D, F, H.UDI format updated with available product information per GUDID.H11: Sections A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Manufacturer narrative:
THE INITIAL REPORTER'S PHONE NUMBER: (B)(6). THE INVESTIGATION IS STILL IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETE, A SUPPLEMENTAL REPORT WILL BE FILED. UDI FORMAT UPDATED WITH AVAILABLE PRODUCT INFORMATION PER GUDID. H11: SECTIONS A THROUGH F - THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT / REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
IT WAS REPORTED THAT ONCE INSERTED, OPERATOR ATTEMPTED TO INFLATE THE BALLOON AND IT FAILED RESISTANCE AFTER 3MLS. REMOVED AND ANOTHER USED. TESTING DEMONSTRATED THAT AN ISSUE WITH INFLATION WAS DISCOVERED. WATER FLUSHED BACK DOWN INSTEAD OF INFLATING.